Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the probe on the thunderbeat handpiece broke off. A second thunderbeat handpiece was opened and shortly after it was noted that the teflon pad was separated from the grasping jaw. The procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The handpiece was not returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.